Event description:
Health care professional reported, swelling severe after lap-band ap system implanted. Two days after implantation, the aps was removed and replaced with an apl. The aps was too tight and did not respond to conservative treatment. F/u findings: was admitted to hosp not tolerating fluids, did not respond to conservative treatment.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Inflammation and dysphagia are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of improper size as follows: "the lap-band ap system is available in two sizes, standard and large. The physician should choose the appropriate size depending upon the pt's individual anatomy. Most pts with correctly fitted bands report minimal, if any, restriction following resolution post-operative edema until saline is added to the band, regardless of band size."